Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error and button error alarms. The customer's blood glucose value was unknown. The customer was reported that the insulin pump had crack on battery compartment, random occlusion alarms, changing battery at least every week. The device will not be returned for analysis.